Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer reported having symptoms of vomiting, excessive thirst, and sweating. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).